Event description:
It was reported that during the right ventricular (rv) lead showed high thresholds during testing during the generator replacement procedure for elective replacement indicator (eri). It was also reported that the physician was advised of elevated rv bipolar lead impedance measurements. The physician reprogrammed the lead elevating unipolar impedance through the new generator. It was noted upon retrospective review of the rv lead measurements, the rv lead impedance had been trending upward. The rv lead remains in use. After the device was interrogated post case, power on reset (por) was listed in the observation box. It was noted that the physician sis use bovie electrocautery during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2006 (B)(6). (B)(4).